Manufacturer narrative:
Continuation of medical devices: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 05-mar-2014, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 330mcg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 catheter fractures were reported. Per the reporter, the patient experienced stomach pain at the pump pocket site after exercise. X-rays of the system revealed catheter fracture. The patient did not experience baclofen withdrawal symptoms. The environmental, external or patient factors that may have led or contributed to the issue was exercise. The diagnostics and troubleshooting performed was a catheter aspiration from access port was attempted and the catheter could not be aspirated. X-rays showed fracture. The catheter was replaced however the distal segment could not be removed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive no injury and no further complications were reported or anticipated.